Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Via phone call, customer reported the smell of insulin. Customer's blood glucose was 600 mg/dl, which was treated with bolus delivery. Customer reports that insulin was leaking at the infusion set underneath the tape. During troubleshooting customer reported that insulin was leaking for six hours during travel. Infusion set would be replaced.